Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.196¿ from the base and the broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head was fractured. The customer used a spare instrument to continue. The procedure was completed with no patient harm.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided. The image confirms the customer's alleged complaint. The instrument's head was fractured. No conclusive determination can be made based on this analysis.